Manufacturer narrative:
Additional information received indicated that the replacement lens was a model zct225 (20 diopter) lens. Device available for evaluation? Yes. Returned to manufacturer on: 5/16/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection shows the lens is cut in two pieces. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaint history revealed no additional complaints has been received for this product order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the zcb00, 20 diopter intraocular lens (iol) was explanted from a female patient's left eye (os) as the patient needed astigmatism correction and needed a different lens. There was no incision enlargement, no vitrectomy performed and no sutures were required. There was no post-op patient injury reported. No further information was provided.

Manufacturer narrative:
Corrected data: in the initial MDR a diopter size of 20 was captured in describe event or problem as the diopter of the explanted lens, however this was incorrect. The diopter of the explanted lens was 16.5 and the diopter of the replacement lens was 20.0. All pertinent information available to the manufacturer has been submitted.